Event description:
The patient presented with high impedance again. Ap chest x-ray images were reviewed. The feedthrough wires appear intact. The connector pin does not appear to be fully inserted inside the connector block as the pin cannot be seen past the second connector block, and the back of the pin appears to be sticking out farther than usual. A portion of the lead was visualized in the chest. No sharp angles were observed in the lead that could be seen. The lead portion present in the images was assessed for fractures and no gross fractures or discontinuities were noted. Due to the quality of the image, the lead at the connector pin could not be assessed. The lead is not routed behind the generator. Based on the x-rays received, the cause of the high impedance is likely due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that when the doctor turned on stimulation for the first time a few weeks after implant, a high impedance error message was received. It was noted that after pressing ok, the device could be programmed without problem and system diagnostics were normal. It was confirmed that the device was interrogated the day of implant and diagnostics were fine. The device history records of the lead and generator were reviewed. The devices passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.